Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and was unable to duplicate the reported issue. A cause of the reported issue could not be determined, the customer's device was archived by stryker.

Event description:
A field service technician reported that the customer's device would not pass the ECG gain test during the preventive maintenance. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device and concluded that the device cannot be repaired. The customer will receive a replacement device. A cause of the reported issue could not be determined.

Event description:
A field service technician reported that the customer's device would not pass the ECG gain test during the preventive maintenance. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.